Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's interface pcb assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed interface pcb assembly and was unable to determine a further root cause for the reported issue.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no report of patient use associated with the reported event.